Event description:
A supplemental report is being submitted due to completion of the investigation on 15 oct 2025.

Manufacturer narrative:
Device evaluation 1 unit of lot number c2272019 of echo-19 was returned for evaluation, opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. On evaluation of the devices the following observations were made: visual inspection: device returned without stylet broken part of the needle returned separately to the device break observed below sheath extender broken part of the needle examined and observed to be broken at approximately 135cms from the tip of the needle (ipe of the ruler 0938-2 (calibration due mar 2033)) functional inspection: sheath extender able to advance and retract without issue needle handle able to advance and retract only to position 3 the reported failure was observed. Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1994158 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and / label the ¿warnings¿ section of the instructions for use, ifu0101, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. And precautions sections of the IFU instructs the user to "the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture" there is evidence to suggest that the customer did not follow the instructions for use (ifu0101). It is known from the additional information provided, that the stylet was fully in place inside the needle when advancing into the targeted site. As per update to the management of complaints procedure (d00348426 rev008) section 6.6.3, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. A possible root cause could be attributed to user technique or device handling which may have contributed to the needle breaking proximally inside the sheath. Specifically, an unfavorable device position within the scope or holding the device at an angle during the procedure could lead to the needle breaking below the sheath extender. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA . Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, the needle broke inside the sheath. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to user technique or device handling which may have contributed to the needle breaking proximally inside the sheath. Specifically, an unfavourable device position within the scope or holding the device at an angle during the procedure could lead to the needle breaking below the sheath extender. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
¿During the puncture process, when attempting to retract the needle from the outer sheath, the operation could not be performed. It was found that the needle broken inside the sheath, so the entire ultrasound needle was carefully retracted, and another needle was replaced for the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Additional information received on 10 aug 2025. Description of event translates to:¿during the puncture process, when attempting to withdraw the needle from the outer sheath, the operation could not be performed. It was found that the needle core had detached from the sheath internally, so the entire ultrasound needle was carefully withdrawn, and another needle was replaced for the procedure¿ whereas the current description is different:user advanced the balloon device into patient stone target area and conducing balloon sweep the stone, after pulled out the balloon which is broken already. Can it be confirmed which is correct? 2. Pancreatic masses require puncture and drainage. -where they mention drainage do they mean it was used to reduce the size of the mass? No. For biopsy. 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? No. 5. What is the scope manufacturer and model number that was used? Olympus endoscopic ultrasound. 6. Was the scope recently service/repaired? No. 7. Was the device used in a tortuous position? No. 8. Was the device damaged in packaging before removal? No. 9. Was the device damaged on removal from packaging? No. 10. Was force required to remove the device? No. 11. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Needle retraction. 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. 13. If not with the device in question, how was the procedure performed and/or finished? Need this device. 14. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. 15. Was force required on insertion of device into scope? No. 16. Was resistance felt while inserting the device through the scope? No. 17. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 19. Was the endoscope in a flexed or twisted position at any time during the procedure? 20. Was the stylet partially removed when advancing the needle into the target site? No. 21. Was the syringe used during the procedure, after the stylet was removed? Yes. 22. Was difficulty experienced while retracting the needle? Needle cannot be retracted 23. Was it possible to be fully retract before removing the needle from the patient? No. 24. How many samples were obtained (passes completed) with this needle? 1. 25. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 26. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 27. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. The rest of the information is under collection and will update once received. 1. Description of event translates to:¿during the puncture process, when attempting to withdraw the needle from the outer sheath, the operation could not be performed. It was found that the needle core had detached from the sheath internally, so the entire ultrasound needle was carefully withdrawn, and another needle was replaced for the procedure¿ whereas the current description is different:user advanced the balloon device into patient stone target area and conducing balloon sweep the stone, after pulled out the balloon which is broken already. Can it be confirmed which is correct?